Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and left ventricular (lv) lead exhibited intermittent high out of range pacing impedance measurements. Noise was also observed, however was not being sensed by the device. The high out of range measurements and noise were able to be recreated in clinic. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating the patient was seen in clinic and high out of range pacing impedance was still observed on the lv and rv leads. There was a concern the leads were fractured. The patient has normal sinus rhythm and does not require brady pacing. Therefore, the device was reprogrammed to vvi 40. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.